Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatments to the lower abdomen and flanks using the cooladvantage plus applicator and was diagnosed with paradoxical adipose hyperplasia in the treated areas.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the low abdomen and flanks on (B)(6) 2020 and (B)(6) 2020 using the cooladvantage+ applicator and presented with paradoxical hyperplasia (ph).

Manufacturer narrative:
Corrected data: b5 (treatment date), d1, d4, d8, d10, g1, h6, h11. Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.